Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was hm and r1 probe malfunction. Siemens healthcare diagnostics technical support center directed the customer to replacement of the r1 probe and other maintenance. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a negative result was obtained. Patient treatment was neither altered nor prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.